Event description:
Pt reported that the device generated a result of "lo" (<10 mg/dl), without having first applied blood or control solution to the test strip. No action was taken based on the device result. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect device and replacement product was shipped.